Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. Four days after peritonitis onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, duration and routes not reported). At the time of this report, the peritonitis was resolving and the patient was recovering from the event. It was not reported if physioneal therapy was ongoing. No additional information is available.